Event description:
Discordant results were obtained on patient samples tested for multiple assays on an advia centaur xp instrument. The discordant results were reported to the physician(s), who questioned some troponin results, as the redraw samples obtained in a different clinic did not match the initial results. The customer then repeated all patient samples which were run within the timeframe of the troponin samples that were questioned, on an alternate instrument, obtaining different results. Two patients underwent cardiac catheterizations due to the discordant results. The customer provided the initial and repeat results for one of the two patients. Corrected reports were issued to the physician(s) for some of the samples. There are no reports of adverse health consequences due to the discordant results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc dispatched a siemens customer service engineer (cse) to the customer site. The cse contacted the customer and instructed them to remove and clean the cap on the waste reservoir. The customer stated that the waste cap was blocked up. The cse then went to the customer site to verify the instrument's function. The customer ran quality controls which resulted within range. The cause of the discordant results is related to a blockage of the waste cap on the waste reservoir. The instrument is performing according to specifications. No further evaluation of the device is required.